Manufacturer narrative:
Date of event is estimated.Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following recent weight loss, the patient experienced pain and an itching sensation at the IPG site. Additionally, the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.